Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A physician reported the microsensor showed ¿-99¿ on the display during monitoring after the icp sensor zeroing process was performed. The power was turned off and the cord was reconnected, then it showed normal values and the monitoring was restarted. No surgical delay and there were no adverse consequences for the patient.